Manufacturer narrative:
(B)(4). The analysis found that one sr75 reload was returned with the doghouse damaged this is consistent with an improper loading's technique. The cartridge reload had the swing tab in the unlocked position, and fully loaded with staples. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. No functional test can be performed due to the condition of the cartridge. Please refer instructions for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m54e0c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported by the affiliate that during an unknown procedure, the cartridge did not staple. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.